Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had fallen that day and hit the area where the implant was put in. The patient stated it was swollen all around the implant area in his hip and he had felt a shocking sensation. The patient turned the implant off and was currently in an ER at a hospital. The patient mentioned he was going to ask the healthcare provider to give him a muscle relaxer because it hurt so bad. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain.